Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection: the guidewire tip appeared to have been shaped. The guidewire ptfe coating was noted to be peeling from the proximal end. The surface of the hydrophilic coating was rough. Bubbles with un-collapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 10cm from the distal end. The core wire distal end was observed through the distal tip dome. Functional inspection: the guidewire was advanced through a flushed demonstration microcatheter, resistance was noted midway through the catheter shaft, on retracting the guidewire the distal tip broke and could not be retrieved from the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation due to the analyzed anomalies. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling from the proximal end, the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The surface of the hydrophilic coating was rough. Bubbles with un-collapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas at the distal end. The bubbles found on the distal end of the device were analyzed by r&d (research and development). Based on the results of sem and edx testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. An assignable cause of handling damage will be assigned to the as reported/ as analyzed ' guidewire difficult to advance' and the as analyzed 'guidewire ptfe coating peeling' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the as analyzed 'guidewire hydrophilic coating surface rough' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed guidewire ptfe (polytetrafluoroethylene) coating peeling issue. The subject coil was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.